Manufacturer narrative:
Pt identifier not available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time.

Event description:
A medtronic rep reported that, during a spinal fusion procedure, the spine driver instrument broke. The driver broke while placing an s2 screw sized 9.5 x 90. It was noted that the bone was particularly hard and dense on this pt. The surgeon was able to retrieve the broken piece from the pt without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.